Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error message 41628 and a "preventative maintenance (pm)/ motor counter reset for tpn unit". There was no reported adverse event.